Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3.5mmx13mm target lesion was located in the moderatey tortuous and moderately calcified left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, on the first inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The ruptured part did not remain in the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3.5mmx13mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, on the first inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The ruptured part did not remain in the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.